Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external and internal visual inspection was performed and passed. Charge and boot testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information h2: additional information/device evaluation information/correction h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation findings: correction ¿ missing investigation findings code 3233 in the initial as the product was returned but pending evaluation. H6: investigation conclusion: correction ¿ missing investigation conclusion code 11 in the initial as the product was returned by pending evaluation h10 corrected data..